Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections and skin overgrowth at abutment site, subsequently on (B)(6) 2017 the patient was placed under general anesthesia and underwent skin revision during an abutment change.